Manufacturer narrative:
(B)(4).

Event description:
It was reported that per the md in the cardiology intensive care unit, a male pt with tortuous vessels with an insertion site of the femoral artery had an intra-aortic balloon (iab) inserted via sheath with difficulty. Immediately after insertion, blood in the gas line was noticed. The iab was removed without delay and discarded. As a result, a new iab was inserted into another site and was used successfully. There was no report of pt death, complications or injury. The pt outcome is okay. After a few days of iab therapy, the pt could walk around.